Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site located in the pt's left anterior descending artery. Upon attempted balloon inflation, the balloon burst at 6 atmospheres of pressure. In response, the balloon catheter was withdrawn from the pt with slight resistance and a high pressure balloon catheter was used to post-dilate the stent. Subsequently, two weeks later the pt was readmitted for evaluation of reported recurrent chest pain. A coronary dissection along with proximal stent migration was observed. To address the coronary dissection, an attempt to stent the target lesion was made; however, this attempt was unsuccessful. Subsequently, a long balloon inflation was successfully performed to treat the reported dissection. There were no additional complications reported relative to this event.